Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, at approximately 03:00 am, the patient awoke to get water and experienced a loss of consciousness. Upon regaining consciousness, he found himself on the floor with his girlfriend present. During the fall, the patient struck his arm on the bed, resulting in noticeable swelling. He reported that he did not check his cgm reading at that time. While his girlfriend was preparing to give him something sweet, the patient lost consciousness a second time. He regained consciousness approximately 10 minutes later and was already in the car en route to the emergency room with his girlfriend. At the ER, a fingerstick test was performed. The cgm reading at that time was 129 mg/dl, while the blood glucose measurement was 42 mg/dl. The patient was treated with intravenous glucose, sweets, and orange juice. No additional medication was required, and he was discharged at approximately 09:00 am. At discharge, the cgm reading was 269 mg/dl, and the blood glucose reading was 170 mg/dl. No further medical evaluation or intervention was documented. At the time of the report, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. Before the patient was discharged, the patient's blood glucose were checked and it was reported to fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.